Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, orange particles, and a curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved(sharp) opening on valve bond edge assessed as unidentified(tear) opening. A dimension measurement of the shell was performed which identified the thickness to be within specification, and partial delamination of diaphragm flange disk shell assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a (sharp) opening assessed as an unidentified (tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.